Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at 2 mm on the non-coronary cusp and 4 mm on the left coronary cusp. Upon release from the delivery catheter system (dcs), the valve moved up to -1 to 0 mm on the non-coronary cusp and 3 mm on the left coronary cusp resulting in mild-moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed three times with no change in pvl. Subsequently a second valve was implanted successfully and reduced the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.